Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the scs lead appeared to be migrated in the x-rays taken following the permanent scs implant procedure. Manufacturer database system revealed the lead was explanted and replaced.